Manufacturer narrative:
The device has not been made available for evaluation yet. We do anticipate seeing the device and we will provide a follow up at this time.

Event description:
The seatpost broke at the top plate near the seat. The client fell and was bruised and had minor cuts. The broken parts have not been made available for inspection yet but a full investigation will be done when they are received by permobil.